Event description:
A caller reported an issue with an incorrect time setting on their device, which was addressed with the help of customer technical support. There was no adverse impact on the customer's blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted in updating the pump time and advised the caller to monitor for recurring discrepancies, which the caller understood and acknowledged.